Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device wasn't morcellating the tissue, would stop while morcellating the tissue and make a loud noise during use. The procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.